Event description:
A patient reported experiencing inaccurate high results with a ot profile meter. The patient's blood glucose results was 594 mg/dl and the lab result was 441 mg/dl. Tests were done within 20 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.